Event description:
Revision surgery was performed due to leg pain and broken pedicle screws at s1. During revision the surgeon decided to not remove the broken screws. Surgeon revised the pt with a innerbody cage, plate and screws. No additional pt complications were reported.

Manufacturer narrative:
Reviewed device history records. Devices manufactured to all applicable specification.